Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided. The illico mis posterior fixation system is intended to facilitate the surgical correction of noncervical spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. When used for a minimally invasive posterior approach illico mis instrumentation is used in conjunction with polyaxial screw components. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v eli or ti-6al-4v). The rods are available in commercially pure (cp) titanium and/or cobalt chrome.

Event description:
On (B)(6) 2019 a patient returned to the surgeon's office complaining of recent increased pain. X-rays taken that day revealed a fractured illico rod. Revision surgery will be conducted but has not yet been scheduled. The illico posterior fixation system was originally implanted on (B)(6) 2018.